Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation determined that the reported difficulties were related to user error. It should be noted that the supera instruction for use states: while maintaining increased magnification, rotate the deployment lock to the unlocked position. Under fluoroscopy, slowly advance the thumb slide to the distal most position on the handle. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left superficial femoral artery. Pre-dilatation was performed prior to stenting with a 6.0 x 180 mm armada 18 balloon. The 6 x 120 mm supera stent delivery system was advanced without issue to the lesion and deployment of the stent was commenced; however, the lock on the device was inadvertently not fully opened which resulted in the stent not fully releasing from the delivery system. The stent implant elongated into the common femoral and iliac arteries. Additionally, due to the resistance felt during retraction the tip of the delivery system separated from the catheter. Attempts to snare the tip failed after which the tip migrated down to below the knee. No treatment was performed for the elongated stent. The decision was made to perform a surgical cutdown to retrieve the separated tip from below the knee. No additional information was provided.